Manufacturer narrative:
(B)(4): the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found the optic torn. Piece of optic and haptic torn off and missing. Evaluation method - cartridge lot number search. Results - cartridge lot number search was performed and four similar complaints were found within the same lot number. Conclusions - based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector. Cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
The reporter stated the surgeon inserted a 21.0 diopter cq2015a collamer aspheric three piece lens. The haptic broke upon insertion into the eye. The lens was removed with no pt injury. Another same model and size lens was implanted. Reporter stated the cartridge damaged the lens.